Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On the (B)(6) 2022, the customer from netherlands reported weak staining with controls. The customer reported that the probe was leaking; there were no errors on the instrument, stopcock closed correctly and no air in tube was found. The instrument was checked, and the defective syringe, head pinch valve, aspiration and dispense check valve as well as the probe were replaced which resolved the staining issues. All required checks were performed. The instrument was fully operational and available for the user. No harm or patient impact was indicated.

Manufacturer narrative:
Corrected information: b2. B2 was accidentally selected as incident was not life threatening event. No patient or user harm was indicated.